Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Retrospective review found there was sufficient information to open two complaints per internal procedure, this file will be second file per bard requirement. Please note emdr already submitted on 3006260740-2018-00010 (internal file # (B)(4)).

Event description:
It was reported that the PICC had good blood return and flushed easily but it was leaking at the insertion site at the time the patient would administer antibiotics to himself. No discomfort or pain reported but this would soak his dressing so they decided to replace the PICC. No patient injury reported.